Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Moreover, during the inspection of the ventilator it was discovered that the o2 gas module was contaminated. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue with pre-use check failure was reproduced during troubleshooting. According to received information in service report, the internal leakage test with message "system volume too large", flow transducer test and o2 cell/sensor test failed during pre-use check and o2 gas module has been pointed as defective. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and claimed part were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).